Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. One device was received for evaluation. Visual inspection revealed good condition. Event history log was not available due to alarming error code. Functional testing was able to replicate the reported issue; the device was found to be displaying ?44510' error code alarm message during investigation. The root cause was determined to be a faulty microprocessor unit (mpu) board. The mpu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump alarmed an error code 4451. No patient injury was reported. No additional information is available.